Event description:
Caller reported a power source alert indicating an issue with charging the pump. There was no adverse impact to the customer's blood glucose level. Despite initially unsuccessful attempts with different adapters, the use of a different charging cable resolved the issue, and the pump began charging, so no further assistance was required.